Event description:
A surgeon reported that a pool of patients experienced toxic anterior segment syndrome (tass). Additional information has been requested but not received to date.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested to date. (B)(4).